Event description:
It was noted during the case that a small piece of the first pass mini suture passer with missing. Staff at the field checked the drapes. Un-scrubbed personnel searched room with magnet. Fragment was not found. Utilized mini c-arm, could not visualized missing piece so surgeon ordered flat plate x-ray. Radiologist called from main campus noting radio-dense object, which was not the missing object. Relayed to surgeon who ordered more imaging in post-anesthesia care unit (pacu) department also negative for missing object.